Event description:
Customer reported that he was hospitalized twice in the last two weeks due to low blood glucose. Customer blood glucose reading at the time of hospitalization the first time was 22 mg/dl, the second time blood glucose reading was 20 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case at display window corners.